Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Rv lead trends were characterized by a gradual rise in pace impedance measurements, which is usually indicative of some type of physiologic cause such as calcification. Automatic gain control was programmed to 0.6 mv and noise without oversensing was observed with isometrics and pocket manipulations. Unipolar rv pace impedance measurement was 400 ohms and threshold was 1.1v in unipolar and 3v in bipolar. It was also noted that the patient presented to the emergency room (ER) due to pain the day prior to the lead safety switch (lss). This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. Correction to h6: patient code pain/e2330 and impact code f11 were removed as additional information received indicated that the patient's pain was not device related.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Rv lead trends were characterized by a gradual rise in pace impedance measurements, which is usually indicative of some type of physiologic cause such as calcification. Automatic gain control was programmed to 0.6 mv and noise without oversensing was observed with isometrics and pocket manipulations. Unipolar rv pace impedance measurement was 400 ohms and threshold was 1.1v in unipolar and 3v in bipolar. It was also noted that the patient presented to the emergency room (ER) due to pain the day prior to the lead safety switch (lss). This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that the physician did not believe the patient's pain was device related. In addition, the cause of the out-of-range pace impedance measurements was not conclusively determined. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.